Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No unexpected number ramping anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.